Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 7 was off bus. The field service engineer replaced the pmc board, and it functioned properly. The fse confirmed that the failure occurred during the dispensing workflow and there was a delay in dispensing medication to the patient. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system not detected on bus. The customer stated that the auxiliary drawer 7 and all cubies in drawer had failures of not detected on bus. Unable to recover. There were no adverse events or injuries reported based on this event.